Event description:
In 2005, patient underwent a partial mastectomy of their right breast tumor with cryolocalization using the visica device. Patient was without incident until they saw their radiation oncologist the first week of july. At that time, the doctor noticed a tender right breast mass near the lumpectomy site. Patient had been taking darvocet 1 tablet 3 times a day for pain control. Patient returned to the surgeon's office in 07/2005. An ultrasound was performed on the mass which showed a hematoma or seroma. Anesthetic was injected and the mass was drained under ultrasound guidance yielding 180 cc of serosanguineous fluid. Bacitracin ointment and a sterile dressing were applied. Surgeon prescribed duricef 500mg 1 tablet twice a day. Patient returned to surgeon's office a week later. Pain had decreased. Surgeon noted an area of induration more medial to the lumpectomy site than was observed at the previous visit. An ultrasound was performed which showed organizing hematoma. Surgeon stated that this should resolve gradually. The surgeon was unable to aspirate any fluid from this area. The patient was instructed to apply warm, moist compression three times a day to this area and to continue darvocet 1 tablet at bedtime for pain management.